Event description:
Multiple issues (e.g. Air bubble message, installation set/air message, close set, no further progress available). Resolved by replacing the air detector; reporting due to the defective pressure sensor. More follow up information is needed to complete the investigation.

Event description:
The device history record was reviewed. No event linked with the reported issue was observed. The history log of the device could not be reviewed, log not available. Device was not sent fo france for investigation as repairs were carried out locally, however the replaced defective spare part has been returned to brézins for investigation. During external visual inspection, nothing was observed on the air detector. The investigator started with the maintenance test 14 to read the value of the detector. He found that the value with the tube filled with water was out of tolerance, drifting to below required value. In this state, the detector would still be in alarm preventing the operation of the device and could not even be recalibrated. The reason for the failure is that the detector is drifting below the required values, probably due to degradation of the ceramic bonding. As a result, the reported failure is confirmed. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Multiple issues (e.g. Air bubble message, installation set/air message, close set, no further progress available). Resolved by replacing the air detector; reporting due to the defective pressure sensor. More follow up information is needed to complete the investigation.